Event description:
The mesh partially delaminated as the attending was placing sutures through the device prior to insertion into the abdominal cavity. The mesh completely delaminated when the attending surgeon attempted to insert the device through a laparoscopic port.